Manufacturer narrative:
Allergic reaction occasionally happens, especially to sensitive people. No adverse trend seen. Investigation closed without any further action except trending. Additional to s/n (B)(4) - right. Additional to mfg date 11/09/2019 - right.

Event description:
Possible allergic reaction. Patient developed a skin irritation/itching in outer ear canal from her ite (in the ear) cics (completely in canal) but there were not openings (cuts or blisters) in the skin. She reported to an urgent care for medication. Medication was prescribed at urgent care, type of medication unknown.